Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Complainant reported that the pt experienced a pars fracture due to overdistraction during the implant of the disc. The device was later explanted.